Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): powers up and interrogates with no errors. System errors found in the programmer error log. Loose upper left display hinge. Missing upper left display hinge bullet. Broken left keyboard hinge.

Event description:
It was reported an error message appeared. The programmer was turned off and back on, and the message reappeared. The service disk was used in an attempt to clear the error, without success. The programmer was returned for repair. No patient complications were reported as a result of this event.